Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-09316. During a device replacement for normal elective replacement indicator (eri), visual inspection revealed insulation damage on the right atrial (ra) and right ventricular (rv) leads. All electrical parameters were stable and in range. Additionally, blood was noted under the insulation of the ra lead. The ra and rv leads were capped and replaced to resolve the event and the patient was stable.